Event description:
It was reported that the patient implanted with this left ventricular (lv) lead experienced a syncopal episode and fell. The device was previously programmed to lv only and the lv threshold measurement was 2.7v, however lv output was programmed to 2.5v trend. Technical services (ts) discussed that lv only pacing should not be used for dependent patients, and that rv back up pacing was not provided outside of autothreshold tests and atrial tachy response (atr) episodes unless the lv inhibited. Review of device data revealed unsuccessful rvat and left ventricular auto-threshold (lvat) tests over the last six months. It was noted that lv only typically occurred with smart delay, usually with an indication of intrinsic av conduction. Some delay was observed on the lv electrogram (egm) on some of the presenting, but appeared intermittent. Further lv evaluation was recommended. The patient was seen in clinic the following day and lv output was increased to 4v, however the device remained programmed to lv only. This lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information event cause/resolution and troubleshooting performed. If information is provided in the future, a supplemental report will be issued.